Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 280 mg/dl after replacing two sensors and not receiving glucose readings during breakfast. The user administered manual insulin injections, applied a new sensor, and reconnected to the ilet once readings resumed. No outside medical intervention was required.